Event description:
Adverse event(s): "no pt injury was reported" (no consequence or impact to pt). Product problem(s): "system message displayed" (device displays error message). The customer reported that during setup, a system message displayed. The customer rebooted the system, but the system message would not clear. The customer has one system so, the full day of cases (11) was canceled. One pt was prepped. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The spacer c clip was replaced and disposed of. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional complaints associated with this system. The risk mgmt report (rmr) for the infiniti system addresses both irrigation and vent valves failures as existing potential hazards/harms. The infiniti software checks for irrigation/vent valve operation and reports failures as error codes which instruct users to take immediate action. These failures are adequately mitigated during priming and during a procedure. An internal investigation was opened to address this issue. This issue was determined to not be safety related. This known issue was evaluated and a field service replaceable c-clip washer has been implemented. (B)(4).